Event description:
While performing cardio-pulmonary resuscitation, defibrillator failed to perform. Defibrillator had discharged correctly twice during CPR on this pt but failed on third attempt. Complainant indicated that the device displayed a "bridge test failed" message. Complainant indicated that the pt subsequently expired.